Event description:
It was reported that the ventricular lead exhibited oversensing and occasional loss of capture. As the patient was pacemaker dependent, the lead was replaced.

Manufacturer narrative:
Na